Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device are breaking apart and could not be used. They are very weak. There was no patient injury.